Manufacturer narrative:
The deivce remains in the pt. A review of the manufacturing paperwork is being conducted.

Event description:
In 2006, a gore tag thoracic endoprosthesis was used to treat a descending aortic dissection. The first deivce was deployed proximally and obtained appropriate wall apposition. The second device was deployed distally. Post deployment of the second device, the physician retracted the delivery catheter system. The olive caught on the edge of the device and dragged the device distally down the aorta approximately 12cm. This covered the superior mesenteric artery as well as the celiac artery, but did not cover the renal arteries. The physician chose to convert the pt and perform a superior measenteric artery celiac bypass. The pt did not tolerate the procedure. The official cause of death on the following day was confirmed as diffuse diseminated coagulopathy. Films are not being sent to gore.